Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A technician reported that when the system was turned on, the image started to shake and the system shut down.additional information is not expected.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues associated to the reported event. The company representative cleaned the contact of the front panel / liquid crystal display (lcd), as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 20, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).